Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Continuation of d10: 6935m62 lead implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant that the right ventricular (rv) lead had a drop/small r-waves and high sensing integrity counter (sic). It was noted that premature ventricular contractions (pvc) single counter appears to be high which may account for the amount of sic. Additionally, the implantable cardioverter defibrillator (ICD) had poor wavelet match. Reprogramming was done. After reprogramming it was noted that the match scores for wavelet improved, r-wave in rvtip-coil is within normal range, and there is a decrease in sic/short v-v counts to acceptable values, but still slightly elevated. The rv lead and ICD remain in use.  No patient complications have been reported as a result of this event.